Manufacturer narrative:
Batch review performed on 15 june 2018. Lot 131313: 23 items manufactured and released on 05 june 2013. Expiration date: 30.april.2018. No anomalies found related to the problem. To date, 21 items of the same lot have been already sold without any similar reported event.

Event description:
About 2 years after primary the patient was revised for tibial loosening. Tibial components swap. The surgery was completed successfully.